Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl. Customer treated with bolus delivery and manual injection and blood glucose remained high. Customer reported that later infusion set fell off from the body. Customer declined troubleshooting.